Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the sieve beds have bad odor. Additional note was that they fixed leaks on pe valve, product tank, and exhaust tube.